Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely dust or dirt problem that led to the malfunction. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited foreign material at the distal end and objective lens. There was no patient involvement.